Event description:
Ous MDR - it was reported that approximately 28 months after the implant, oversensing was observed. Physician decided to replace the lead.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. In the course of the analysis, multiple signs of wear along the lead body were noted. In the distal area near the shock coil, the insulation was found rubbed through. This damage can be considered as the root cause of the clinical observation of oversensing reported in the complaint text. The characteristics of this damage indicate an unexpected excessive wear out of the lead. Thus it is assumed that the lead had been subjected to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which affected the lead's motion. Furthermore, tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. Additionally, several extraction damages were noted, including deformations of the fixation helix and the shock coils, cuts in the insulation, and fractured conductor cables, indicating tensile forces applied during the removal of the lead. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.